Manufacturer narrative:
Review of the device history records for the associated lot confirmed that the established manufacturing and inspection processes were followed and no deviations were observed. Retain samples were also reviewed and examined where it was confirmed that the samples did meet the product quality specifications. No previous investigations are available. After detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "internal valve loosened up silicon road intended for balloon inflation" which caused the balloon to deflate and leave the patient. It was further reported that this caused the patients' stool to leak into a wound present in the sacral region after three (3) days of use which furthermore cause the wound to increase. The device was removed and the patients' length of stay in the hospital was increased due to this event. The nurse was unable to provide any further patient or treatment details.